Event description:
A malfunction on the pump was reported, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. The malfunction code was resettable, and the customer had not reported or reset the pump for the malfunction in the previous 24 hours. Technical support provided pump reset information and assisted with resetting the pump, after which the malfunction code did not recur. The customer was instructed to continue using the pump and to contact support again if any malfunction codes reappeared, which they acknowledged and understood.